Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.50/+3.5/x077 (sphere/cylinder/axis), in the patients left eye (os). The surgeon plans to explant and exchange the lens for a longer lens. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: required intervention to prevent permanent impairment/damage (devices) the reporter indicated the lens was implanted on (B)(6) 2018. The lens was repositioned on (B)(6) 2018 but the issue was not resolved. The lens rotated a second time on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens rotation not associated to a low vault. The lens was exchanged for a longer lens and the problem was resolved. The lens is now stable. Device evaluation: the lens was returned in liquid, in micro-centrifuge vial. Visual inspection found one haptic torn. (B)(4). Corrected data: product problem to adverse event malfunction to serious injury claim # (B)(4).